Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's healthcare provider would not let the customer resume the use of the pump until it was checked out by tandem. The customer reverted to using multiple, intermittent occlusion alarms. Although requested, additional information regarding the possible device issue was not provided. There was no reported impact to the customer's blood glucose level.